Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number which is the associated event for the fellow eye. Root cause: root cause has not been identified. No sample was returned. Additional info was requested on 12/16/2010, 01/06/2010, and 01/13/2010 by phone, fax, and mail. Additional info was received by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A purchasing agent reported a surgeon explanted an intraocular lens (iol) due to the pt experiencing halos. The pt was implanted bilaterally. In a follow-up, the surgical coordinator for the surgeon reported that the lens was explanted per the pt's request and that the lens was exchanged for a different model. She also reported that the pt was referred to a retinal specialist prior to the exchange and the examination results were normal. She reported that the pt is doing well. The coordinator indicated that the pt is experiencing halos in the fellow eye (right eye) as well. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.